Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the insertion process had been very painful and had left red bumps at the infusion site upon removal. The bumps were described as large, raised, and surrounding the infusion site regardless of placement. During infusion set changes, the adhesive of the infusion set had folded in on itself, contributing to line blocked alarms. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.